Event description:
The patient contacted animas on (B)(6) 2012 and reported the keypad buttons were difficult to press, had delayed responses and required several presses to elicit a response. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/12/2013 with the following findings: the 'up' and down' buttons required multiple button presses before the 'up' and down' buttons elicit a response. The 'ok' and contrast buttons are unresponsive. The 'contrast' button contact is missing. The 'ok' button ground trace is damaged at the 'contrast' button. The keypad cover is torn off and peeling above the contrast button. There was contamination under all contacts. The symbols on the keypad are worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.